Event description:
It was reported that the user experienced elevated blood glucose reported at 371 mg/dl despite prior troubleshooting, disconnected from the ilet, administered a manual subcutaneous insulin injection, subsequently experienced low blood glucose reported at 59 mg/dl from overtreatment, and later observed moisture at the ilet connector seam consistent with a leaking cartridge reservoir. No adverse clinical symptoms associated with episodes of hyperglycemia and hypoglycemia reported. Outcomes included no lasting health consequences or impact. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device leak associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. Bgs stabilized following a supply change.